Event description:
Guide wire broke during insertion on a lisfranc procedure. Broken piece was removed from the pt without further incident.

Manufacturer narrative:
Single pt. Single incident. Device was used for treatment, not diagnosis. Lot number and catalog number were determined from internal sales data report, but was not confirmed by customer. Device has not been returned for eval. Only one mfg lot of the catalog number has been produced to date. Inspection of the associated mfg DHR shows lot conformance to all specifications. Representative part sample inspection from the same mfg lot pulled from inventory was inspected and found to conform to all specifications. No conclusion could be drawn as device was not returned.